Event description:
Boston scientific received information that less than one month post-implant, the patient with this device exhibited a pocket infection resulting in system extraction. The explanted device is not expected to be returned and the explanted lead were non- boston scientific products. No further adverse patient effects were reported. The physician stated the infection was isolated as staphylococcus aureus and not related to the device. Another system has since been implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.